Event description:
I have been using a recalled philips bi-pap device. I have already waited 16 months for a replacement and I completed priority questions. I have moderate to severe copd in addition to sleep apnea as well what appears to be some treatment initiated central apnea. I have learned that philips is sending out used devices, or devices that are not new. Philips recertification stickers are not really reassuring given their handling of the recall. If my owner's manual has this warning, why are refurbished machines considered acceptable, when philips suggests there might be issues for multiple users of a device?? " warning: if the device is used by multiple persons (such as rental devices) a low resistance main flow bacteria filter should be installed in line between the device and the circuit tubing to prevent contamination." I paid more in co-pays to get a better machine after being given a defective device locally. I had to travel 100 miles each way to obtain this device and I have used it faithfully except for a brief period. I have used it through multiple cases of flu-related pneumonia, and at least two infections with covid. I am not worried about my own germs, but I do not want a used device that may cause illness. Even philips recognizes that a device having multiple users should have a filter, a specific type of filter, they are not providing. "Most gram-positive bacteria, such as enterococcus spp. (Including vre), staphylococcus aureus (including mrsa), or streptococcus pyogenes, survive for months on dry surfaces. Many gram-negative species, such as acinetobacter spp., escherichia coli, klebsiella spp., pseudomonas aeruginosa, serratia marcescens, or shigella spp., can also survive for months. A few others, such as bordetella pertussis, haemophilus influenzae, proteus vulgaris, or vibrio cholerae, however, persist only for days. Mycobacteria, including mycobacterium tuberculosis, and spore-forming bacteria, including clostridium difficile, can also survive for months on surfaces. Candida albicans as the most important nosocomial fungal pathogen can survive up to 4 months on surfaces" we do have intake filters, but I am not convinced they get all pathogens. I am not the best at changing filters etc, although I do try to make sure my machine is healthy, but I really do not want a device that has had even less upkeep than mine. Philips states the devices are disinfected, but we know hospitals try to diligently keep infections down and fail. It is the nature, in part, of microscopic organisms and some very serious organisms can live on the surfaces of these devices. The FDA has failed/is failing users who have already lived and are still living with dangerous devices. What I would like to know is why? FDA safety report ID# (B)(4).